Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-01303. The pt had two leads implanted with the same lot number. It was reported the pt had an incident involving a large wheel chair falling directly on her ipg site. Since then she is no longer receiving stimulation in her leg and is unable to communicate with or charge her ipg. X-rays revealed the lead has pulled out of the header and the ipg feels tilted. Surgical intervention is pending to address the issue.

Manufacturer narrative:
Additional info: 1627487-05242011-002-r. This ipg serial number was included in a field advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.